Event description:
Customer reportedly obtained results of 20.8 mmol/l, 7.7 mmol/l, and 25.1 mmol/l on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system for evaluation.